Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon flushing and inserting the catheter into the sheath, it was noticed that the end of the catheter had black piece covering the hole where wire comes out alike extra material. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Additionally, an image was reviewed by a boston scientific quality engineer. The image showed the device tip, however, it was not possible to see any issue or malfunction of the device. The reported event was not confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon flushing and inserting the catheter into the sheath, it was noticed that the end of the catheter had black piece covering the hole where wire comes out alike extra material. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.